Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that during the procedure where a patient was having a neurostimulator system implanted, the hcp was not able to fully insert the lead into the implantable neurostimulator (ins) connector block. The lead could not be insert any further than the 1st and 2nd connector. Factors that may have led or contributed to the issue remain unknown. Troubleshooting included the hcp tried tightening the grub screw within the connector block to see if it allowed the lead to be inserted any further than the 2nd connector. Action taken to resolve the issue was another ins was opened and the hcp was able to connect the new ins to the lead. The issue was resolved. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found the set screw to be backed out too far. If information is provided in the future, a supplemental report will be issued.